Manufacturer narrative:
Additional information was received and it was learnt that the there was no patient injury. The lens was fully inserted into the eye with the exception of the trailing haptic which got caught up in the cartridge. The lens was cut out and a new lens was inserted. Sutures were used. The patient was reported doing well. No further information was provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site, only the cartridge was received; therefore evaluation of the lens could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, the haptic of an intraocular lens (iol) was torn. No further information was provided.